Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed repeated restart alerts during a cartridge change and then became unresponsive, consistent with an alert for a stalled motor and failure to infuse insulin (alert 38); the device component implicated was the motor. The user's blood glucose was reported "high". Symptoms included hyperglycemia. Outcomes included no health consequences or impact. The customer used manual injections to correct elevated glucose. The device was returned for evaluation. Preliminary investigation of this case revealed a communications problem and device failure to infuse related to the motor. The physical device was disassembled for further evaluation. It was at this point that the pinion gear was found to not be fully seated down. This caused the adjacent step gear to be wedged into the gear frame at an angle. The complaint was confirmed and duplicated with the issue related to the pinion gear installation height. Additionally, liquid damage was found with the battery causing the device to spontaneously restart.